Event description:
Revision surgery - due to the patient experiencing pain.

Manufacturer narrative:
The reason for this revision surgery was due to pain. The previous surgery and the revision detailed in this investigation occurred over 12 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr)# 7265 associated with the part 499-34-008, liner, metal-metal 34 millimeter neutral maximum poly 8 which documents a nonconformance that out 10 quantity lot 8 item was rejected due to out of tolerance dimension. All these items were accepted with a justification that it will not affect the function. All other items in the lot were met the fit, design and functional requirements. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to pain. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There are many factors that may contribute to the event that are outside the control of djo surgical such as: soft tissue impingement, degenerative bone disease, patient age, patient bone deterioration, patient activities or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
(B)(4).manufacturer narrative: the reason for this revision surgery was due to pain. The previous surgery and the revision detailed in this investigation occurred over 12 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr)# 7265 associated with the part 499-34-008, liner, metal-metal 34 millimeter neutral maximum poly 8 which documents a nonconformance that out 10 quantity lot 8 item was rejected due to out of tolerance dimension. All these items were accepted with a justification that it will not affect the function and approved by appropriate personnel including a research & development (r&d) designee. A review of the non-conforming material report (ncmr) indicates that the nonconforming dimensions were the outer diameters of the liner at three cross sections. The diameters were undersized by 0.0020 to 0.0041 inches which would have provided slightly more clearance in the fit with the acetabular shell. This nonconformance could not have contributed to the reported condition. All other items in the lot were met the fit, design and functional requirements. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported device (s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to pain. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There are many factors that may contribute to the event that are outside the control of djo surgical such as: soft tissue impingement, degenerative bone disease, patient age, patient bone deterioration, patient activities or trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.